Event description:
It was reported the patient presented for initial implant of a left ventricular lead. During the operation, the physician had to apply force to remove a stylet from the lead. After this attempt, the lead was observed to be damaged. The lead and stylet were removed and a new lead was implanted. The patient was in stable condition following the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.